Manufacturer narrative:
H10 at this time no conclusions can be made to what extent the bard/davol ventrio (device #1) may have caused or contributed to the reported event. The attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventrio (device #1). An additional emdr was submitted to represent the bard/davol sepramesh ip (device #2) h11 this supplemental emdr corrects an error that was identified in the record. The following field has been updated b5 (event description) the following fields have also been updated: b5, g1, g2, g4, g7, h2, and h11. Note: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio patch (device #1) on (B)(6) 2013 and an unspecified bard/davol sepramesh ip (device #2) on (B)(6) 2016 it is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventrio patch (device #1) and the sepramesh ip(device #2). As reported, the attorney alleges patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventrio (device #1) may have caused or contributed to the reported event. The attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventrio (device #1). An additional emdr was submitted to represent the bard/davol sepramesh ip (device #2). Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio patch (device #1) on (B)(6) 2013 and an unspecified bard/davol composix l/p (device #2) on (B)(6) 2016 it is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventrio patch (device #1) and the sepramesh ip(device #2). As reported, the attorney alleges patient experienced emotional distress and the device was defective.